Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated, and the reported difficulties appear to be due to case circumstances. It is likely that the patient anatomy contributed to the reported tissue damage and single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr). The reported patient effects of worsening mr and mitral valve tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, therapy date: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), ruptured chordae and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mr with a grade of 4. Two clips were implanted, reducing the mr to 1-2. On an unknown date in (B)(6) 2019, the patient was admitted for cardiac insufficiency. It was noted that the mr had increased to 4. One clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda), and the anterior chordae was ruptured. On (B)(6) 2019, a second procedure was performed. An attempt was made to place another clip; however, the leaflets could not be grasped due to the flail gap. The procedure was aborted with the mr remaining at 4. No additional information was provided.